Event description:
A patient complained of intense urethral pain 1-2 weeks after a urethral bulking implant procedure. The patient was not treated since the pain subsided before being reported to the physician. The patient returned for follow-up examination due to return of incontinence. The patient was scheduled for a transvaginal suburethral sling procedure. During the procedure, the doctor observed exposed bulking material from the previous urethral bulking implant procedure. The implant material was removed with graspers during the transvaginal suburethral sling procedure. No further complications were reported.